Event description:
Patient reported experiencing unexplained high blood glucose, for the past 4 days. Patient attempted to self-treat by delivering boluses; however, he was unable to lower blood glucose. No error messages were generated by the device. Patient indicated that the has been supplementing his boluses with insulin injections. Patient believes that the device is a fault for elevated blood glucose.